Event description:
The caller reported a reset alarm with the pump, which required it to be plugged into a power source to turn back on. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was informed about the pump's safety feature and successfully reloaded the cartridge, resuming insulin delivery following guidance from technical support.